Manufacturer narrative:
Updated data: b2. B5. H6. Corrected data: h6. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 46 millimeters of mercury (mm hg). The mean gradient after the valve was implanted was 12 mmhg. The implant depth on the ncc was -5 mm, and the implant depth on the lcc was -6 mm. There was no evidence of thrombus or leaflet thickening on the bioprosthetic valve. Subsequently, a non-medtronic transcatheter valve was implanted valve-in-valve.

Event description:
It was reported that approximately 1 week following the implant of this transcatheter bioprosthetic valve, the patient was re-admitted to the hospital for heart failure and decompensating condition. A transesophageal echocardiogram revealed moderate to severe paravalvular leak and a mean gradient of 21 mm hg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.